Manufacturer narrative:
The event of gel stent blockage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a clinical patient experienced covid-19 confirmed infection (not device related), hypotony and "iris strand in tub" in the right eye against the xen®45 gts. Treatment was noted as yag iridoplasty. Events have been resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of cataract and vision loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Additionally reported, "iris strand in tube causing elevated iop" and bcva loss of 2 or more lines against the xen®45 gts. Cataract surgery performed approximately a year post-op. Device remains implanted. Event of bcva loss of 2 or more lines has not been resolved.